Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (arrhythmia alarms, damaged cable) has been confirmed. Upon investigation, the cable connecting ECG c and d was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was experiencing arrhythmia alarms.